Manufacturer narrative:
The evaluation of the returned device confirmed the report of suspected pump thrombosis. A loose, white, tissue-like deposition was present in the proximal side of the outlet stator, situated adjacent to the outlet bearing ball and along one of the stator blades. The deposition lacked lamination, lacked denaturing, and was not adhered to the bearing ball or stator blades. Although its specific origin could not be determined, the deposition did not appear to have originated in this location. Although a duration in which the deposition was present in the pump could not be determined, contact marks on the outlet portion of the rotor indicate that the deposition was likely present during pump operation. If the observed deposition was present during pump operation, it would have potentially contributed to the reported elevation in the patient's lactate dehydrogenase level. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A correlation between the device and the observed deposition could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 1 month. The device was returned for analysis. Evaluation is not complete. No further information is available. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a pump exchange on (B)(6) 2016 after a little over a year of support. The reason for the exchange was due to thrombus. The patient's international normalized ratio (inr) value was sub therapeutic at 1.7 on (B)(6) 2016. The patient was admitted on (B)(6) 2016, and presented with elevated lactate dehydrogenase (ldh) levels but was asymptomatic. The patient''s inr value was at 2.03 and ldh level was at 944 u/l. Echocardiogram result was notable for minimal left ventricle unloading with increased pump speed. The vad team was not aware of any patient clinical history that may have been relevant to the event. The anticoagulation regime at the time of the event was aspirin and coumadin.